Event description:
It was reported that the lens was explanted and replaced with a different model lens approximately 2 months post implantation due to lens dislocation. According to the surgeon, the reason for dislocation was because the pt had a short eye.

Manufacturer narrative:
The lens was returned to bausch + lomb for evaluation. Investigation of this event is in progress . A supplemental report will be submitted upon completion of the investigation.